Event description:
Flow gard pump infused heparin faster than set. Increased pt's pt and ptt. Pt was treated with vit k. Return to normal level without pt harm. Repair specialist (at baxter) reported that the latch on the pump door was broken. Door still could be closed and machine used. But because door latch is made like this, was probably the cause and could reoccur, causing pt harm.